Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks in more than one episode due to oversensing of a slow ventricular tachycardia (vt). Boston scientific technical services (ts) discussed programming options for optimization. No adverse patient effects were reported. This product remains implanted and in service.